Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and capsular contracture, baker grade iii.

Event description:
A healthcare professional reported that a patient experienced a ¿rupture/device deflation and a capsular contracture (baker grade iii)¿ discovered at explant. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, g4, h4, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the shell. Calcification white observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported that a patient experienced a ¿rupture/device deflation and a capsular contracture (baker grade iii)¿ discovered at explant. This record relates to the left side.